Event description:
It was reported that stent dislodgement occurred. Upon opening the 2.25 x 28 mm 4.00 x 48 synergy ii des the stent was noted to be dislodged from the balloon. The product was not used. The procedure was completed successfully and there were no patient complications.

Event description:
It was reported that stent dislodgement occurred. Upon opening the 2.25 x 28 mm 4.00 x 48 synergy ii des the stent was noted to be dislodged from the balloon. The product was not used. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The synergy ous mr 4.00 x 48mm stent delivery system catheter was returned for analysis. Visual, tactile, microscopic and dimensional analysis were performed on the device. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the distal section and pulled distally over the balloon cone and tip. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.